Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was broken and would not respond or reset. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had broken. A field service engineer (fse) replaced the controller, performed inventory, and confirmed all tests passed successfully. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.